Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Photo evaluation provided by global quality customer affairs (gqca): three images were provided and reviewed associated with a report of visual problems associated with glistenings. The first two images show possible areas of diffuse refractile bodies where it is difficult to determine the location or more information based on the appearance. The third image appears to demonstrate a more characteristic appearance of discreet refractile bodies within the bulk of the intraocular lens (iol) which could be consistent with microvacuoles associated with glistenings. Ocular factors outside of glistenings can be an additional consideration for possible association with decreases in vision. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. This file was opened form a comment that there were ¿other patients¿ with visual issues. Not enough information was provided for further investigation. Photos were provided which showed possible areas of diffuse refractile bodies where it was difficult to determine the location or more information based on the appearance. One image appeared to demonstrate a more characteristic appearance of discreet refractile bodies within the bulk of the iol, which could be consistent with microvacuoles associated with glistenings. Ocular factors outside of glistenings can be an additional consideration for possible association with decreases in vision. The file will be reopened if new information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that, following an intraocular lens (iol) implant procedure, several patients experienced glistening and visual problems after several years of their surgery. Additional information has been requested.